Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2021 using a 31mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2021, during a routine post procedure follow up examination no leak or device related thrombus was visible via transesophageal echocardiogram (tee). On (B)(6) 2022 the patient presented at the hospital with symptoms of stroke including right sided hemiparalysis. The neurology department was consulted and determined the source of the stroke was not cardioembolic but vessel related. The patient was discharged from the hospital to a rehabilitation facility for future treatment.

Manufacturer narrative:
(B)(6).